Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 type of investigation additional code: labelling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities was found during DHR review. Since no edwards defect was identified, corrective or preventative actions are not required. A definite root cause is unable to be determined. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where, on post-operative day (pod) 2, the patient was noted to have an atrioventricular block (avb) with a junctional escape. On pod 3, a leadless pacemaker was implanted. During the procedure, the patient did not have conduction disturbances and pacing was not needed. The procedure was completed successfully and final valve deployment was in a very good position and with no malposition. On pod 2, the patient became pre-syncopal and was noted to be bradycardic to the 20s (flutter) on telemetry and an atrioventricular block (avb) with a junctional escape. Dopamine was initiated with slow response, but ultimately stabilized the heart rate (hr) in the 60s. Also, glucagon in the setting of beta blocker was administered. Patient was transferred to the coronary care unit (ccu) for care, with plans for leadless pacemaker implantation on pod 3.